Manufacturer narrative:
This device remains implanted and in service. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable device recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. A technical service consultant reviewed disk analysis, and recommended device replacement in the near future. The physician advised, at this time he would prefer to have the patient use the remote monitoring system. Due to patient health conditions (unrelated to the device), the physician prefers to not do a device change out at this time. The device remains implanted, no adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.